Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip: unknown primary details: this case is logged to capture 1st revision: we had a surgeon replace a liner 122070128 s-rom marathon liner m 28 10 degree non-constrained into an s-rom 51mm oblong shell.